Event description:
Boston scientific received information that the longevity remaining of this pacemaker had drastically changed from 2.5 years 5 months ago to less than 0.5 years. It was observed that the magnet rate was 90. Boston scientific technical services (ts) explained that this magnet rate indicates an intensive follow up; thus, advised to save to disk for analysis. Additional information received from the field representative indicates that the device had been programmed to auto capture and the right ventricular (rv) lead had automatically defaulted output of 5.0 volts in which it was programmed back to 2.5 volts at 0.5 milliseconds, then interrogated and the longevity calculation was reset to 4.5 years. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.